Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor assembly was found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during investigation. (B)(6). Correction number: 2531779-03/24/2010-003-r.

Event description:
It was reported that the patient was unable to prime the pump. The pump was returned to animas for evaluation. The force sensor assembly was found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred. This report is being made based on investigation results.